Manufacturer narrative:
The device was returned for analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that the patient was seen for a pacemaker evaluation after reporting symptoms of lightheadedness and dizziness. The field representative tried to interrogate the device but was unable to. Several troubleshooting techniques were performed with no success. The field representative then applied a magnet and obtained a magnet rate of 100. The plan was to see the patient again in one week and attempt device interrogation at that time. The next week, the device was still unable to be interrogated. Further troubleshooting was performed with no success. As a result, the decision was made to explant and replace the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Engineers confirmed that the device could not be interrogated by the boston scientific programmer. However, it was confirmed that all therapy was available with normal sensing and pacing, and an expected magnet rate of 100 bpm. The device¿s case was removed, and no apparent issues with the telemetry coil were noted. Testing of the telemetry coil circuit yielded measurements within expected ranges and microscopic inspection noted no irregularities. The telemetry coil was removed from the hybrid circuit and replaced with a substitute telemetry coil. The device was then able to communicate with the programmer as expected. The original telemetry coil was then soldered back into place on the hybrid circuit, and the device was able to communicate with the programmer as expected. Device diagnostic data indicated that lead impedance and sensing measurements were stable with rv automatic threshold measurements of approximately 1.0 volt. No arrhythmia logbook episodes were stored on the date of the event ((B)(6) 2018). The device¿s battery status was good with a normal battery voltage.